Manufacturer narrative:
(B)(6). Device evaluated by manufacturer: the device was returned for analysis. A pusher wire, coil and introducer sheath were returned for this complaint. The coil and pusher wire arms were not interlocked. The coil returned outside the introducer sheath. The twist lock of the introducer sheath had been opened. The coil was inspected, and it was found kinked and stretched. The pusher wire was found kinked. No more damages were found in the returned device. Microscopic inspection of the pusher wire was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Microscopic inspection of the main coil was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected, and no anomalies was noted. Dimensional inspection of the pusher wire and main coil that could be measured were performed and were within specifications.

Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion area was located in the moderately tortuous internal iliac artery. A 10mmx50cm interlock was selected for use. During the procedure, it was noted that the coil got stuck inside the distal part of the catheter. The coil and catheter were removed together. Subsequently, the coil protruded from catheter's tip upon removal. The procedure was completed without replacing the device. There were no patient complications reported.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the coil protruded from catheter tip upon removal. The target lesion area was located in the moderately tortuous internal iliac artery. A 10mmx50cm interlock was selected for use. During the procedure, it was noted that the coil got stuck inside the distal part of the catheter. The coil and catheter were removed together. Subsequently, the coil protruded from catheter's tip upon removal. The procedure was completed without replacing the device. There were no patient complications reported.